Event description:
The doctor reported the implant was removed due to loss of osseointegration 4 yeas and 9 months after implant placement surgery. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. The doctor reported bone resorption and pain were observed during the implant removal surgery. The patient has since recovered.

Manufacturer narrative:
Please see attached summary memo.